Event description:
Procedure type: small bowel resection. According to the reporter: the initial firing stapled and cut, but the 2nd and 3rd firings cut and only partially stapled. Staples were spilled into the abdomen as a result but were retrieved by the surgeon. A new device was opened and used to complete the surgery without incident. Extra bowel tissue was removed and the surgery was extended by more than 30 minutes due to the reported condition.

Manufacturer narrative:
Initial report sent: 08/11/2008